Event description:
It was reported that there was a separation between the white twist clamp and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body due to a broken occluder foot beneath the white twist sleeve. Leak, clear passage, and clamp function testing were performed, and a leak through a closed clamp and causing the twist clamp to separate from main body was observed. The reported condition was verified. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.